Manufacturer narrative:
The subject device was not returned for evaluation, the device was disposed by the customer. The dhrs (device history records) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. DHR review for this lot found no associated ncrs (nonconformance's), reported scrap or recorded process deviations relating to the reported failure. As no device was returned to olympus, no physical device inspection could be performed. However, based on the event description with the information available, the observed failure is a known phenomenon likely resulting from forcing the device through resistance. IFU (instruction for use) : page 13 of the device IFU ((B)(4)) addresses this: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor complaints for this device.

Event description:
The customer reported two different patient events involving the olympus device. The first patient event included a retained needle and is reported under patient identifier (B)(6). The second patient event , it was reported during an ebus (endobronchial ultrasound bronchoscopy) puncturing of lymph nodes procedure on unknown date, the device entire sheath from the upper part of the needle came off. The sheath slipped down, which meant that the needle was still covered when extended. No parts of the product remained in the patient. The intended procedure was completed with the same product despite difficulty. There was no clinically relevant prolongation of the procedure. The patient is "fine". No harm or injury as a result of the event. The product was already disposed of by the customer. Nothing will be sent in. There was no patient harm or impact reported due to the event. No user injury reported. This complaint includes two reports: patient identifier (B)(6) for patient 1 and the retained needle. Patient identifier (B)(6) for patient 2 and difficulty using the needle. This report is 2 of 2 for patient identifier (B)(6) and patient 2 ( difficulty using the needle) .